Event description:
Per the clinic, the device was explanted (date not reported) due to the need for serial MRI. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
The report has been submitted on june 16, 2022.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 16, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report has been submitted on july 11, 2022.